Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports following: it was reported that during processing and cleaning of instruments after an operation on (B)(6) 2018, the handles of two stardrive screwdrivers were noticed to cause a brown stain. There was no patient involvement reported. This report is for one (1) screwdriver. This is report 2 of 2 for (B)(4).